Manufacturer narrative:
The device was returned to vygon us, and was forwarded to the manufacturer for evaluation and complaint investigation. This investigation is on-going, and the results will be communicated to FDA via follow-up MDR within thirty days of its conclusion.

Event description:
The hub of the catheter is leaking on all units. No adverse patient outcome.

Manufacturer narrative:
The device was returned to vygon us, and was forwarded to the manufacturer for evaluation and complaint investigation. This device examination showed that the device could not be flushed, and showed microscopically a hole just distal the wing with a rough surface which was the reason for the leakage. Vygon cannot confirm a quality problem with the product. Each catheter is leak and flow tested before packaging, so a production fault is very unlikely. The IFU for this product warns not to force injections through the catheter.

Event description:
The hub of the catheter is leaking on all units. No adverse patient outcome.